Event description:
Nurse noted IV fluids infused faster than programmed infused in 6 hours instead of in 24 hours as the machine was set. Volume to be infused = 287; 113 infused: 174 left to be infused: rate 10.4 ml/hr: IV tubing disconnected and discarded. Clinical engineering unable to reproduce free flow.